Event description:
This patient's device appeared to not be functioning. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006, and reimplanted the patient with a new device on the same day.